Manufacturer narrative:
(B)(4). Medical device: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how many times was device fired? The first one failed. Tried 2 more but nothing. What anatomical structure was device fired on? Vein and pulmonary artery. Was the device difficult to close? It closed well. Was the device difficult to fire? It did not shoot at all, it was half. Was the firing able to be completed plastic to plastic? No. What troubleshooting steps were taken to open device? It opened well with a little force but not having shot well, the tissue was torn and bled a lot. How was the device eventually removed? I kept it to show you guys I didn't throw it away. What was the source of the bleeding? The device did not fire well, so it bled because the tissue was vessels. Were there any staple formation issues noted throughout care of patient? The staples some were loose as they had not fired well but the shape was the usual what is the current patient status? V good. I did half surgery manually and for the other part I got them to bring me a re-sterilized makeup that they loaned me. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the procedure was a right upper lobectomy. The device jammed, the surgeon performed manual techniques to unlock it but was unsuccessful. The surgery took 2 hours longer than usual, and the patient had to receive 2 blood transfusions.